Event description:
Patient reported obtaining back-to-back blood glucose results of 140 mg/dl and 35 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, he was exhibiting symptoms of hypoglycemia. Patient self-treated by eating. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.